Event description:
It was reported, the reamer unraveled. It was put in reverse, and just coiled up.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.